Event description:
Account alleged that the trendelenburg function is not working. Account that he was not aware of any injuries. Account stated that a pt was in the bed and the bed was being used in primary care.

Manufacturer narrative:
Account stated that the facility has decided not to repair this bed having the problem with the trendelenburg function not working. Cause and repair are unk.